Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, root cause of the event was not specified. However, it is possible that event may have occurred by the following causes. A) since pre-cleaning was not performed immediately after procedure, foreign material became hard to be removed from auxiliary water channel. B) auxiliary water channel was insufficiently reprocessed. C) other than sterile water was used as auxiliary water. D) since device was used for procedure while auxiliary water tube or auxiliary water inlet cap was not attached to auxiliary water inlet, foreign material flowed back into auxiliary water channel. The event can be detected/prevented by following the instructions for use which state: "operation manual: 3.6 inspection of the endoscopic system: inspection of the auxiliary water feeding function (for endoscopes with auxiliary water feeding only)" "operation manual: 4.1 insertion: air/water feeding and suction: auxiliary water feeding (for endoscopes with auxiliary water feeding only): when the auxiliary water tube is not connected to the auxiliary water inlet, be sure to have the auxiliary water inlet cap attached to the auxiliary water inlet. Otherwise, patient debris or fluids that back flowed may drip out of the auxiliary water inlet." "Reprocessing manual: 1.3 precautions: all channels of the endoscope, including auxiliary water channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." "Reprocessing manual: 3.3 precleaning: if the endoscope is not immediately precleaned, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing found foreign material in the insertion section. In addition, the suction cylinder was discolored, there was a crack in the scope connector cover, the insulation resistance value at the distal end did not meet standard value due to a crack in the plastic distal end cover, bending angle in the up direction did not meet standard value due to wear on the angle wire, the objective and light guide lenses were chipped, the adhesive on the bending section cover had a defect in appearance, and there were scratches on the connecting tube and universal cord. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the channel was obstructed. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.